Event description:
It was reported that the patient had to charge the ipg for an extended time due to difficulty aligning with the charger. It was noted that the ipg was not lying flat. The patient underwent a revision procedure where in the ipg was repositioned. The patient was doing well post-operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for months.